Manufacturer narrative:
(B) (4): the driver was returned for evaluation. Visual examination confirmed the tip was broken. The circular material flow and brittle fracture surface are consistent with torsional overload during tightening. A review of the device history records did not identify any nonconformance to specification.

Event description:
It was reported that the tip of driver broke. Although the instrument was used in surgery, no patient complications were reported.